Event description:
During the endoscopic retrograde cholangiopancreatography procedure, the radiopaque marker was pushed out with the guidewire used and then into the intra-hepatic duct when another device was passed over the guidewire. The physician was using the device off label "by stripping the wire out of the catheter". The physician attempted to retrieve the radiopaque marker by was unsuccessful and it remains in the pt. The procedure had been completed with this device. The pt was reported to be fine.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.